Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 54 (mg/dl). Carbohydrates were consumed to address bg levels. Reportedly, customer was using both a tandem and non-tandem pump to deliver boluses and believes they delivered too much insulin. Recommendation was made to consult with their health care provider to discuss diabetes management.